Event description:
Forty eight hours after implantation, patient reported to the ER with swelling and difficulty breathing. Patient was hospitalized and went to surgery for a tracheotomoy. Patient went home a few days later. It is reported that patient presently has no pain or symptoms.